Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received pump error. The customer¿s blood glucose level was 513 mg/dl. The customer reported that they received a pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to change out entire infusion set and advised to monitor pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.